Manufacturer narrative:
Evaluation summary: as received, host tissue was moderate to heavy at the stent outflow and minimal to moderate at the stent inflow. At the stent outflow (ventricular side), heavy host tissue fused leaflets 1 and 3 at commissure 1 by 4mm, host tissue also fused leaflets 2 and 3 at commissure 3 by 2mm. Host tissue restricted mobility in the leaflets and led to stenosis. Moreover, minimal calcification was observed in the cusp area of leaflet 1. The free margins of leaflet 1 also exhibited minimal to moderate calcification, while the free margin of leaflet 2 exhibited moderate to heavy calcification. No visible damage to wireform observed on xray. (B)(4). Additional manufacturer narrative: the evaluation confirmed the presence of heavy host tissue/pannus as the primary cause of the reported stenosis, in addition to mild to moderate calcific tissue degeneration. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. It is likely that this patient's age, medical history, and disease stage may have caused or contributed to this event. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency or product malfunction that may have caused or contributed to the event.

Manufacturer narrative:
Device evaluated by manufacturer: device return anticipated; product not received. No sample has been received for evaluation; therefore, the reported event could not be conclusively confirmed or evaluated. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. The etiology of the reported stenosis cannot be determined without device evaluation. However, it is likely that this patient's condition and medical history may have caused or contributed to the failure of this valve, in addition to intrinsic properties of the valve itself. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event. Additional evaluations and conclusions will be reported once available.

Event description:
It was reported that a edwards mitral bioprosthetic device was explanted due to stenosis. The operative report noted: "[pt.] Is a (B)(6) who was born with a severely dysplastic mitral valve and atrial septal defect upon whom I [surgeon] performed bioprosthetic replacement and closure of the atrial septal defect at (B)(6). Since that has done quite well although in the last year has started to develop respiratory symptoms and decreased exercise tolerance while at the same time demonstrating evolution of significant obstruction across his bioprosthetic valve". The operative findings were: "the mitral valve bioprosthesis was severely sclerotic with 2' of the 3 leaflets frozen in position". The report also noted that the patient tolerated the procedure well and that there were no immediate complications.